Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the ventral hernia was noted. The sac was removed and placed with ventralex mesh and sutured.¿ (B)(6) 2019 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with removal of ventralex mesh and implant of synthetic mesh. Per operative notes, ¿the hernia sac was excised and previously placed ventralex mesh was removed, the synthetic mesh was placed around the defect and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2014) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d3 (manufacturer), d4, d6, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.